Event description:
Info received indicates the casters would roll when the brakes were set.

Manufacturer narrative:
The tech found the rocker arm assembly was broken. The tech used a brake/steer upgrade to repair the stretcher.